Event description:
When the patient was in the post procedure area she became hypotensive and unresponsive. A code was subsequently called and the patient was in pulseless electrical activity (pea). When the patient regained a pulse she was transported to the cath lab where a retroperitoneal bleed was identified. The patient was transferred to ccu in critical/unstable condition. She died later that day. The mynx devices have been temporarily pulled off the shelves per physician (cath lab medical director). Rupture of balloon thought to be due to vessel calcification, manual compression held for 20 minutes until hemostasis achieved. Stent placed in left main found to be patent, but patient abdomen distended, hard, and right common femoral artery pseudoaneurysm with no active bleed was seen on bile iliac angiography. Despite ventilator support and blood products and aggressive resuscitation efforts, the pt expired.